Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer pca pump alarming occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number and material number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the unspecified bd tubing set. The following information was provided by the initial reporter: pca pump alarming occlusion, patient becoming more agitated, no kinks in tubing, got new pump still alarming occluded, agitation increasing, new syringe ordered and primed with new tubing which solved the problem, pt needed additional dosing.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in manufacturer name, city and state and MFR site and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd tubing set. The following information was provided by the initial reporter: pca pump alarming occlusion, patient becoming more agitated, no kinks in tubing, got new pump still alarming occluded, agitation increasing, new syringe ordered and primed with new tubing which solved the problem, pt needed additional dosing.